Manufacturer narrative:
A review of the manufacturing record found no anomalies during the manufacturing period of the product. To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a surgical procedure using the tibiaxys plating system for arthrodesis of the ankle, the compression guide broke off during compression of the tibiaxys plate. The surgeon completed the procedure but could not place a screw at the one hole where the compression guide had been attached.